Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: index procedure: the patient was enrolled in an (B)(4) study and was treated with 3 stents (1 stent not in target limb). Approximately 19 months later the patient presented with claudication of both legs. The patient was retreated for in stent restenosis in the left common iliac . A second stent was placed in the right common iliac to treat in stent restenosis.